Event description:
Information was received regarding a patient who was implanted with a neurostimulator for post-laminectomy. It was reported that the patient's device hasn't worked in some time. The patient stated that they were without health insurance and unable to have the device removed. The patient was calling to find out if it needed to be removed after a certain period of time. There were no symptoms reported and additional information was requested to obtain the outcome of the event.

Event description:
Additional information was received in a patient letter on 2016-10-31 reported that weight gain led to the device not working. It was reported that no steps had been taken at this point to resolve the issue. It was stated that the patient had to tolerate the pain since then and was just waiting to financially afford to remove the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.